Event description:
Reportedly, ICD system was successfully implanted on (B)(6) 2016. Patient was discharged home on (B)(6) 2016 without any change in cardiac medications since implant. On (B)(6) 2016, it was reported that the patient experienced chest pain cardiac unstable (unstable angina) resulting in death. Hospital was questioned whether the death was related to the device and to medication, they reported both as ¿unknown¿ (the exact reason of the death was could not be determined). Device will not be returned (destroyed).

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, ICD system was successfully implanted on (B)(6) 2016. Patient was discharged home on (B)(6) 2016 without any change in cardiac medications since implant. On (B)(6) 2016, it was reported that the patient experienced chest pain cardiac unstable (unstable angina) resulting in death. Hospital was questioned whether the death was related to the device and to medication, they reported both as ¿unknown¿ (the exact reason of the death was could not be determined). Device will not be returned (destroyed).